Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and there was a char in the sheath. The char was discovered when the catheter was removed from the patient's body and the blood in the sheath was aspirated. The system did not present any error messages and the physician/user did not see any product problem. After confirming that the char was not attached to the ablation catheter (qdot micro catheter), the procedure was continued. The char had been found in the sheath when the qdot was removed from the sheath. No patient consequences were reported.

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 25-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and there was a char in the sheath. The char was discovered when the catheter was removed from the patient's body and the blood in the sheath was aspirated. The system did not present any error messages and the physician/user did not see any product problem. After confirming that the char was not attached to the ablation catheter (qdot micro catheter), the procedure was continued. The char had been found in the sheath when the qdot was removed from the sheath. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31296482l and no internal action related to the complaint was found during the review. The thrombus/ clot issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use contain the following recommendations: to prevent thromboembolism, intravenous heparin (target act --activated clotting time-- of > 350 s) should be administered prior to or immediately following transseptal puncture during af ablation procedures; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).